Manufacturer narrative:
Recall: 1627487-07262012-002-r, 1627487-12192011-003-r. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg was unable to communicate with the external devices. The patient reported she has not recharged her ipg for at least 4 months the abbott representative confirmed the issue. Surgical intervention may be pending to address this issue.

Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the ipg was explanted and replaced with a different model.